Manufacturer narrative:
Device 2 of 3. E1: complainant street address: (B)(6). Complainant country: taiwan, province of china. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 9618003. Manufacturing site: 9618003.

Event description:
The retailer complained regarding the presence of foreign matter in the dressing. The product was used and no harm was reported. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Emdr retraction: this emdr is being submitted to retract an initial emdr with patient ID (B)(6) (mfg report number: 9618003-2025-02256) which was submitted on 04-aug-2025. However, after quantity follow up it has been confirmed that only one emdr was required for this event. Hence, this emdr has been retracted. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.